Manufacturer narrative:
H10, h3, h6: the reported device was received for evaluation. A visual inspection revealed that no suture or anchors were returned. The depth indicator button was not in the default position. The actuator tip was in the t1 position. A functional evaluation was performed on the returned device and found that the actuator tip functioned as designed. An analysis of the enclosed image shows the distal portion of a fast fix device. The suture and anchors are not visible. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include a failure to fully actuate the device behind the meniscus during implantation. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a meniscus repair surgery, after t1 of the fast fix was implanted, t2 could not be implanted effectively. T1 stayed in the patient's body, whereas t2 was expelled. The procedure was successfully completed with non-significant delay using a back-up device. No other complications were reported.

Manufacturer narrative:
(B)(4).